Event description:
The customer reported to customer service that her pump in style breast pump would not change phases when it should. Upon receipt and qe evaluation on (B)(6) 2014, a breach in the transformer housing was found exposing the underlying electronics which is a safety risk.

Manufacturer narrative:
The customer was sent a replacement power supply. Upon receipt and qe evaluation a breach in the transforming was found. Evaluation: a visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not plugged in the voltage across the dc was not measured. Resistance across the dc plug was measured 1.94 ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured as 53 ohms, which is normal and indicates that the thermal fuse did not blow. This issue with damaged transformer housing for the pump in style deice was addressed in investigation (B)(4). The investigation found that the transformers are being damaged during shipment from the manufacturer to medela. This damage is causing the plastic housing to fail prematurely when subjected to normal use and foreseeable misuse. The packaging used by the manufacturer to ship the transformers to medela is not robust enough to handle all of the potential shipping, handling, and abuse conditions that could arise from logistics of the consolidation process. As a result of the investigation, the shipping and consolidation process has been modified to reduce the handling and potential for double stacking of the skids. The shipping packaging strength has also been increased to further protect the transformers during shipping. Complaints against this product are currently being monitoring for effectiveness of the above mentioned corrective action.